Manufacturer narrative:
Additional to e.1.: phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, granuloma, and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, granuloma and seroma- late.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, granuloma and seroma-late. Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Granuloma and seroma-late. Device has been explanted and replaced.

Manufacturer narrative:
No device has been received. Just photos. Visual analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Edema: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device. Seroma-late: unable to observe, as it is a medical event. That is not related to the device. Additional observation: red biological tissue observed. Red particles observed, on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.